Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and failed. Charge and boot testing was performed and failed. The receiver log could not be downloaded and reviewed, finding no errors related to the complaint. Functional testing was not performed. A receiver download was performed and no data was provided for evaluation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.